Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore

Event description:
The customer's mother reported that the customer was experiencing high glucose. The customer's glucose at the time of the event was up to 400 mg/dl. The customer was treated with the pump. The customer's mother declined troubleshooting. The customer's mother did not mention if auto mode was in use. The insulin pump will not be returned for analysis.